Event description:
The patient was undergoing a coil embolization procedure for a pulmonary artery aneurysm using ruby coils. During the procedure, the physician successfully deployed four ruby coils through a px slim delivery microcatheter into the aneurysm. The physician attempted to advance another ruby coil through the slim microcatheter; however, resistance was met while advancing the ruby coil from the introducer sheath. The procedure continued using the same slim microcatheter and additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the coil was intact with the pusher assembly; the introducer sheath was ovalized approximately 7.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the 5th coil would not advance beyond the distal tip of the px slim microcatheter (catheter). Evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage typically occurs if the device is improperly handled during use. If a rotating hemostasis valve (rhv) is used and is overtightened on the introducer sheath during this use, it is likely that damage such as this may occur. The devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.